Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy ii drug-eluting stent was selected to treat the lesion. However, upon opening the device from the box, it was noted that the stent was mangled. The device was not inserted into the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent to be damaged with struts stretched, pulled and bunched. The crimped stent od (outer diameter) of the undamaged proximal portion was measured using snap gauge and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the full catheter length. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy ii drug-eluting stent was selected to treat the lesion. However, upon opening the device from the box, it was noted that the stent was mangled. The device was not inserted into the patient's body and the procedure was completed with another of the same device. No patient complications were reported.